Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported hospitalization due to hyperglycemia. The customer's blood glucose reading during the time of the hospitalization was 525 mg/dl. The customer was placed on IV to bring his blood sugar levels down in the emergency room. The customer remembers hurting really bad and called his friend. No further information reported.